Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent a procedure for idiopathic ventricular tachycardia with a carto 3 system where the case was cancelled. At the beginning of the procedure, the carto was not communicating with the workstation, and was having issues initializing. The carto was powered off, connected directly to the location pad, and rebooted. This resolved the issue. A new lp extension cable was used in the next case, the following week, and everything appeared normal. A replacement lp extension cable was delivered to the account. The field service engineer confirmed that the replacement cable was received and the defective cable was replaced. The communication issue was resolved, and the system was left fully operational. A device history record (DHR) review was performed by the manufacturer, and no anomalies related to the reported issue were noted in the manufacturing or servicing of this equipment. The customer complaint was confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/10/2017, biosense webster received additional information regarding this event: fluoroscopy was used to clarify the ablation catheter position. A new lp extension cable was used in the next case, the following week, and everything appeared normal. Manufacturers reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: thermocool smart touch catheter, model # d-1336-02-s, lot # 17642295m; thermocool smart touch catheter, model # d-1336-01-s, lot # 17625751m. (B)(4).

Event description:
It was reported that a patient underwent a procedure for idiopathic ventricular tachycardia with a carto 3 system where the case was cancelled. At the beginning of the procedure, the carto was not communicating with the workstation, and was having issues initializing. The carto was powered off, connected directly to the location pad, and rebooted. This resolved the issue. However, the case was cancelled while the issue was being troubleshot. It was also noted that the catheter disappeared from the screen during this time. No patient consequences were reported. The patient was not under general anesthesia, and no transseptal puncture had been performed. It is not known if extended hospitalization was required as a result of the case cancellation. The physician assessed this event as risky for the patient, given that the catheter had disappeared from the screen.